Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal was set into the target properly. However, when pulling back, the suture disconnected/cut off, and proper hemostasis in the artery was not achieved. There was no harm to the patient. Additional information received on 24 jan 2025: during a coronary artery angiography with a 6f introducer sheath, the angio-seal was prepared and deployed according to the instructions. When cardiologist was pulling back the angio-seal device after setting the anchor, the suture had not been tightened, and the whole device came out of the artery. Additionally, the collagen came out, and a piece of thread was visible in the device. It was uncertain if any piece of thread remained inside the artery, but this was not verified. Manual compression was used. The procedure had already been completed before using the angio-seal. The patient went home the next day with no harm. The original plan was also for the patient to be discharged the next day.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed for suture detachment. The exact root cause cannot be determined. It is possible that the suture was broken due to excessive force applied during device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).